Event description:
It was reported that during prep, an endoplege coronary catheter's balloon was found to be leaking. The hospital prepped and used another device for the case without further issues. No patient injuries were reported.

Manufacturer narrative:
Device is currently under investigation into root cause of malfunction.

Manufacturer narrative:
Catheter was visually inspected and no defects were found on the catheter. An attempt was made to inflate the balloon with 2 cc syringe of colored water as indicated in the IFU but the balloon did not inflate due to occlusion in the balloon lumen. Occlusion was confirmed by cutting the balloon lumen. The customers report stated that the balloon was leaking, however evaluation revealed that the balloon lumen was occluded. The balloon of the device contained some crystalline looking yellowish material. Since there was an occlusion found in the balloon lumen, fluid could not be passed through to confirm the leak in the balloon. The decontamination lab personnel does not flush the balloon lumen during the decontamination process. If any fluid did enter the balloon and the balloon lumen during the decontamination process say through a hole in the balloon; it would have been easily flushed out during the rinse process. Contact was made with the sales rep to understand it the customer could have introduced something into the balloon lumen during preparation, that could have caused the occlusion and the crystalline like material in the balloon. No information was returned. A review of manufacturing records was confirmed and there were no nonconformities noted with the manufacturing of this lot. Instructions for use were reviewed. The event did not lead to the 3 sigma threshold being exceeded within the trend report and hence an additional CAPA will not be initiated. The manufacturing process and acceptance activities remain appropriate and all planned activities associated with the manufacture and testing of the coronary sinus catheter devices are acceptable. The information will be included in trend data and future CAPA determinations.